Manufacturer narrative:
Initial and final MDR 1887769 - MDR 8021545-2024-01096 - device 2 of 3. E1: patient city: (B)(6). Patient coountry: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set adhesive events on 13-may-2024. Patient reported that infusion set didn't last for a week. No further information available.